Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the autoclavable camera head produced a dark image during sedation of a therapeutic tympanoplasty procedure, which was completed with the same set of equipment. There were no reports of patient involvement.